Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 510 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with manual injection. Customer was neither in emergency room nor admitted into hospital. Customer experienced symptom such as vomiting. Customer does not allege pump was under delivering and performed displacement test was passed .the insulin pump will not be returned for analysis.